Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump flipping in the scrotum, which made it impossible for the patient to activate. There were no patient complications.